Event description:
Four (4) pairs of sterile contec gloves found with black specks and 1 had a piece of tap on the glove. Lot numbers are below: cgn82/fktpm 9600001-7 cgn80/fktpm9600012-9. Reference reports mw5162087, mw5162088, mw5162090.